Event description:
During an accessory pathway procedure (at the left atrium lateral wall), a pericardial effusion occurred and a pericardiocentesis was performed to stabilize the patient. Transseptal puncture was performed while positioning the sheath over the oval foramen and pushing the sheath into the left atrium. The guide was in the left superior pulmonary vein according to fluoroscopy. The decapolar inquiry was in the cs, the quadripolar inquiry was in the right atrium and the tacticath was on the mitral annulus with signals visible; no ablation was performed. The patient complained of chest pain and an ultrasound revealed a pericardial effusion (tamponade) for which a pericardiocentesis was performed. The patient was stable when leaving the operating room.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.